Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was monitored for several days and no blank display was noted. The insulin pump was received with normal operating currents and no unexpected failed battery test alarm was noted. No damage was found on the liquid crystal display isolation tape. The insulin pump was received with cracked battery tube threads, a cracked reservoir tube lip and minor scratches on the display window.

Event description:
Customer reported that she had blood glucose of 144 mg/dl and her insulin pump was not working correctly. Customer stated that her insulin pump was alarming failed battery test and it had blank display. Customer stated that she changed the battery, but the display did not return. Advised that the insulin pump will need to be replaced, to discontinue use of it and revert to a back-up plan her doctor instructions.